Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon zoomed in with the endoscope in the instrument wrist and identified that one of the cables of the pole was frayed. The first assistant uninstalled the instrument of the arm and determined that one of the cables from the wrist was frayed. The instrument was taken out and the surgeon continued with another instrument of the same kind. There was no injury on the patient reported. Nothing fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. A failure mode investigation (fmi) for this issue was completed and documented in (B)(4). The instrument is associated with a component change to improve grip cable performance and reliability by replacing the black-as-drawn (bad) cable with an electropolished (ep) cable. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).

Event description:
Refer to h11 for follow-up information.